Event description:
A malfunction was reported by the customer, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they understood and acknowledged.